Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter was used in bile duct during a post-laparoscopic cholecystectomy bile duct exploration (post lap chole bde) procedure performed for the treatment of stones on (B)(6) 2025. Prior to the procedure, when the spyglass discover digital catheter was connected to the controller, only three grey circles and no image appeared on the screen. Attempts to have visualization by unplugging and reconnecting the device were unsuccessful. The procedure was not completed due to this event. The patient was transferred for endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.